Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was experiencing fluctuations when using the device. When pressure was applied to the audio processor, the user had better speech understanding. There is no report of any accident or trauma. The device was explanted and the user was re-implanted.

Manufacturer narrative:
Device investigations did not reveal any device malfunction which is expected to have been present whilst implanted and would explain the observed performance problem. This finding was expected, because according to the recipient report the device was functional whilst implanted. The decreased auditory perception with the device appears to be related to an insufficient mechanical device coupling to the round window. According to the received information the floating mass transducer together with the conductive cable was completely packed in scar tissue, which has likely developed over time, and retracted about 5mm out of the round window niche. This is a final report.

Event description:
The user was experiencing fluctuations when using the device which started in (B)(6) 2016. Back then a sudden increase in volume at night without any reason was reported, throughout the day the user then felt very little amplification from the device. The recipient was re-implanted in (B)(6) 2019. The fmt together with the cable was found completely packed in scar tissue and retracted about 5mm out of the round window niche and down into the hypotympanum. Due to extreme scar tissue growth, the fmt cable could not be removed intact and the conductor link was cut during the explantation surgery.